Manufacturer narrative:
Received one (1) used. List # 011-ch2000s-pc, spinning spiros¿ closed male luer, purple cap; lot #unknown. One (1) used. List #unknown, elastometer; lot #unknown. The spiros was easily disconnected. No damages to the spin collars were observed. The reported complaint of the spiros disconnecting could be confirmed. The returned spiros were returned disconnected with the spin feature activated. However, during testing, the spiros met product specifications. The probable cause of the disconnection is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D4 and h4: the possible lot numbers, expiration dates, and manufacture dates: 13896416, expiration date 2/1/2029, manufacture date 2/6/2024, 14279483, expiration date 1/1/2030, manufacture date 1/20/2025, 14272569, expiration date 1/1/2030, manufacture date 1/15/2025, 14168856, expiration date 10/1/2029, manufacture date 10/7/2024, 14186165, expiration date 10/1/2029, manufacture date 10/21/2024. The device has been received for evaluation. The investigation is pending completion.

Event description:
The event involved a spinning spiros¿ closed male luer, purple cap that experienced leakage during use. It was reported that a spirometer was placed on the end of the elastomer containing 5-fluorocil, and after 1 hour of treatment, the patient was admitted due to blood reflux through the connection between the spirometer and the elastomer. The spirometer, with the locking ring activated, can be disconnected from the end of the elastomer. Elastomer data: 5-fluorocil, 96 ml (total volume) to be administered in 48 hours; 2 ml/h. Dilution of 3494 mg of 5-fluorocil in 26.1 ml of 0.9% sodium chloride. It was reported that blood was seen on the coils connected to the elastomer and fluid was leaking into the elastomer bag. The event occurred during patient use for (1) one hour. The device has not been reprocessed or resterilized prior to use. There was reported delay in therapy; however, no patient harm or adverse event as result of this event was reported.